Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, leading to the pump shutting off. Reportedly, the customer went to the emergency room (ER) on (B)(6) 2026 due to a blood glucose (bg) level of 520 mg/dl and an unspecified ketone level that was not identified as life threatening from a healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.